Event description:
Customer stated that the radiofrequency generator displayed error message, "cannot reach optimal temperature.¿ the closurefast catheter would not reach 120 c. Customer turned generator on and off, and also unplugged device from radiofrequency generator, but they continued to receive the message. A second catheter was inserted into patient and the procedure was continued successfully. Investigation of the return closurefast catheter on (B)(6) 2015, found the distal segment of the coil coating had bubbling approximately 5cm proximal from the distal tip and continued to approximately 6.2cm. There were also three areas of the coil that were noted to have no coating.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo lowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.